Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The identity of the patient was unknown; it is therefore possible that this complaint has already been filed under the specific patient identifier.it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4)